Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5. See manufacture report number 2032227-2014-38359.

Event description:
Customer called to report a bent sensor. Customer also reported being hospitalized for high blood glucose levels. Blood glucose at the time of 911 call was 500 mg/dl. Customer stated that the cannula was bent on infusion set. Customer was wearing the pump at the time of 911 call. Customer stated that he did not get no delivery alarms as he was looking for them since his blood glucose levels was going up. Advised customer that he may have had a partial occlusion. Nothing further reported.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.